Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of error generated and attributed it to the red battery wire insulation being compromised. Analysis additionally noted that the hanger assembly was contaminated, the output connector assembly was broken and the red and white display wires were pinched but insulation not compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator presented with an error at power-up. The external pulse generator has been returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.